Event description:
Per consumer chair ran into her leg, backed up and starting moving on its own. Stated the chair crashed into her tv and dresser and stated injury to her left leg, bruising and scraped leg.